Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the bus. A field service engineer (fse) identified a ghost failure where the application displayed the message: "rms_main drw 6 cubie (full height) drawer device not detected on bus." There were no lights on the module controller, drawer controller, or row boards. Initially attempted to reseat the pyxibus, retractor, and row board-to-drawer controller cable connections, but the issue persisted with no power indicators. Then, the fse replaced both the drawer controller and module controller, then configured a new pyxibus setup in the station application drawer configuration and recovered the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer 6 failed to open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.